Event description:
Pt admitted for query angioplasty. Balloon ruptured during procedure. Pt sustained lacerations of left anterior descending artery. Pt was transferred to operating room for aorta coronary bypass.